Manufacturer narrative:
There was no unexpected button error alarms noted. The intermittent button response on the up arrow and act buttons were due to moisture damage on keypad traces noted. There was cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 160mg/dl. The customer states they tried to give themselves insulin, but the device would just not do it. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.